Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not power on when lid is opened. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the device would not power on. The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not power on when lid is opened. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The stryker product assessment center technician confirmed the device will not turn on when the lid is opened. The root cause of the issues is isolated to the reed switch sw5. The device was retained by stryker.